Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the device did not lose its programming during testing and inspection. Therefore, no problem found with the issue. However, service recommended to install software as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. No patient consequences were reported. No adverse effects were reported.